Manufacturer narrative:
B4:03jun2021. It was initially reported that the device was in clinical use when the reported issue was discovered; however, it was confirmed that the device was not in clinical use, and there was no patient involvement at that time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the flow sensors assembly to resolve the reported issue. Unit passed required performance verification tests per philips standards.

Event description:
The customer called technical support (ts) reporting that the device is displaying low tidal volume. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.